Event description:
Received a medwatch 3500a from the FDA alerting us that a user facility reported having had the hook of a hook electrode break off into a pt's joint space during a procedure. The fragment was recovered from the body, and the procedure was completed successfully without further issue or harm to the pt. This issue was not originally reported to mitek by the user facility, they submitted a 3500 to the FDA reporting the event, who in turn forwarded the notice to mitek for review. As a result of the FDA notification this file was created so that the reported event could be documented.

Manufacturer narrative:
The user facility is not sure if they will be releasing the device from their possesion. They could not supply the lot number, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Historically, this type of failure mode has been attributed to the possibility that, instead of the device being used in a wand-like fashion, the electrode was used as a hook or pry bar, causing the user to apply excessive mechanical force or torque to the device, which may have precipitated or contributed to this incident. Outside of this hypothesis, no other root cause for the device failure can be discerned. If and when the complaint device is ever received, it will be subjected to a root cause failure analysis, if the results of that analysis differ from the noted hypothesis, the results will be the subject in a follow up report. At this point in time no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.